Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator received an inappropriate shock. It was suspected that the detection algorithm did not work correctly. The device was reprogrammed to tachy parameters with 2 zone programming with rhythm ID for detection criteria. A save to disk was sent to a boston scientific technical service consultant for review. The device remains implanted. No adverse patient effects.

Manufacturer narrative:
The device remains implanted. A boston scientific technical service consultant reviewed the save to disk and discussed that when an episodes is detected in the vt-1 zone and when that zone is programmed to monitor only, the device will go to redetection immediately after duration has been met. In redetection, the detection enhancements are not applied. So, if an episode is detected in the vt-1 zone and then accelerates, the detection enhancements will not inhibit the therapy, but therapy will be delivered. Reprogramming the device to a 2 zone setup (as performed) or program therapy in the vt-1 zone could reduce these inappropriate shocks. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.